Event description:
Dvalishvili a, khinikadze m, gegia g, orlov m. Comparative analysis of neurosurgical aspects of neonatal intraventricular hemorrhage treatment. Georgian med news. 2021 nov;(320):41-46. Pmid: 34897043. Intraventricular hemorrhage is the major cause for neonatal hydrocephalus. This study aims to provide the comparative analysis of existing methods of intraventricular hemorrhage treatment. 39 medical cases were studied retrospectively, all the patients were treated at neonatology department of o. Ghudushauri national medical center, in 2016-2020. As an initial neurosurgical intervention, 23 and 11 neonates underwent ventricular reservoir implantation (a) and ventriculostomy (b), respectively; 5 newborns received the serial ventricular/lumbar punctures (c). Complications, eventual need for shunting, the frequency of intracranial cyst formation and the rate of complication with meningitis were studied retrospectively. The patients were divided into three groups - a, b and c. The group a, group b and group c neonates slightly differed by the gestational ages. In group a, 17 (73.91%) newborns required shunting during their stay at the clinic, and 2 of them were transferred abroad for further treatment. In group b, 8 newborns required shunting and 2 patients died. In group c, ventriculoperitoneal shunting was applied in 100% of cases. Among 39 patients, shunting was required for 30 (76.92%) neonates, 2 out of whom were transferred abroad. 7 (17,98%) patients died. The average number of neurosurgical interventions among the deceased patients was 2 (minimum 1, maximum 5). Complications of the neonate intraventricular hemorrhage pose a serious threat to life and further neurological development. There is no optimum method for treatment of this disease, each case re quires differentiated approach and individual identification of treatment tactics. Eight patients required shunt revisions. For this type of surgery, no correlation was found between the shunt dysfunction and low newborn birth weight.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.